Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the loss of pacing capture during deployment displaced the valve, causing the subsequent regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the valve deployment, the ppm failed to capture and two intrinsic beats were experienced mid deployment, resulting in a 100% aortic valve final placement. Pre-procedure the patient's measurements were via CT measured 527.8mm2. The procedure was performed in the ccl under conscious sedation and was a planned 26mm s3 (-2.1% under) with the use of the patient's ppm for pacing runs. The patient's baseline rhythm was a-fib. The 26mm s3 and commander delivery system (ds) were prepped accordingly with nominal volume. The commander was placed through the sheath, was tracked around the arch and placed across the native annulus with the center marker at the level of the leaflet hinge points. Valve deployment started under rvp. However, the ppm failed to rapidly pace and two intrinsic beats were experienced mid deployment, resulting in a 100% aortic valve final placement. Significant pvl and cai were noted via tte and angio. The patient remained in stable condition throughout, and returned to a-fib. It was decided that a second 26mm2 s3 valve would be placed. At this point, a tpm was placed through the 5fr rfv and would be used for the following valve deployment. The s3 was deployed under rvp. Although there were no intrinsic beats, the valve moved aortic during deployment, and landed 90:10 aortic/ventricular (a/v) at the (lcc) and 95:10 a/v at the (rcc). Trace ar/pvl noted via tte. Post gradient was 0mmhg via cath. No post dilatation was performed. Patient returned to baseline rhythm of a-fib. All items were removed and the lfa was closed using the indwelling proglides and an additional angioseal. Patient was transported in stable condition.